Event description:
It was reported the lead high, out of range hv lead impedance was observed. Lead was explanted and replaced due to suspected fracture. No damage was found via diagnostic imaging. The patient was fine.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.